Event description:
In-stent restenosis of taxus coronary stent. Subject is in research study-registry of drug eluting stents who was re-admitted to hosp with unstable angina, negative for mi. Recently had undergone coronary stenting with taxus stent, times 2, to svg to lad lesions. Cardiac cath done during admission, revealed instent restenosis of previously stented svg-lad lesion which was then treated with a cypher stent. Pt was discharghed without complications to home 2 days later.